Event description:
Pt noted heater bag was inflated with air, which may indicate a leak in the cassette of the homechoice set. Pt also heard a "gurgling" sound from device. Per the home pt, there was no pt injury.